Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies found; proximal segment returned and analyzed.

Event description:
It was reported the patient presented to the medical facility reporting dizziness with a heart rate of 20 bpm, and inappropriate pacing. Interrogation of the device revealed normal device parameters, and low impedances. An insulation breach was suspected, and the lead was partially removed, capped and replaced. No further patient complications were reported as a result of this event.